Manufacturer narrative:
This product is not marketed in the us. Device problem code: (B)(4). Claim# (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -08.00 diopter, implantable collamer lens was implanted and removed from the patient's left eye (os) on (B)(6) 2021.the lens tore during injection/delivery into the eye. There was patient contact (lens touched the eye) with no patient injury. A shorter length lens was implanted on (B)(6) 2021 and the problem was resolved. Cause of the event is reported as unknown.